Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, when sterile distilled water was injected, water leaked from the foley catheter.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no balloon burst or damage. During testing, attempted to inflate balloon with 10 ml of solution using the returned syringe and it immediately leaked out of the balloon into the drainage lumen. Dissected the balloon and found that the notch was double perforated. Pin gauge 0.0.25 were inserted and fit into the lumen. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, when sterile distilled water was injected, water leaked from the foley catheter. Per follow up information received via rcc on 09sep2025, stated that during pretesting water leaked from the foley catheter and the balloon was damaged.